Event description:
During a turp in the o.r dr. Was unable to snap in the active cord to the working element. When it did not snap in place he pushed the cord in a far as possible and started the procedure. During the procedure the current started to arc making a noise and flash. The dr. And pt were not burned but this created a problem as the dr. Tried to complete the case as the pt was bleeding extensively and he needed to finish cauterizing. After the procedure the dr. Was unable to unsnap the cord so had to remove the electrode first. There is no report of pt or practitioner injury.